Manufacturer narrative:
The insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarms or frozen screens anomalies noted. The insulin pump received with cracked case at lcd window corners and battery tube threads. The insulin pump received with scratched lcd window and missing end cap sticker.

Event description:
The customer called to report a button error alarm and frozen screen. The customer stated that no button was pressed for three minutes or longer. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.